Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the PICC line tray in the bottom right hand corner was broken, compromising the sterility of the supplied components. Documentation does not identify this break can be easily seen.